Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 41.5-41.7cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 11.7-14.7cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.